Event description:
Reference manufacturer report number: 1627487-2019-07953. It was reported that the patient was not experiencing adequate therapy with their scs system. The patient stopped charging their ipg as a result. In turn, the patient's entire system was explanted and replaced. Therapy was restored post operatively.